Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and performed bicarbonate buffer test. One of two sensors failed with high readings. The remaining sensor passed per specifications with accurate readings. Also, found both sensors with the cannula bent. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 120 mg/dl and their sensor glucose read around 60 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. The customer also reported receiving a calibration error alert. Customer's blood glucose was 69 mg/dl at the time of the call. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.